Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, lot# va08bq7014, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The company representative reported (rep) the spinal cord stimulation (scs) system was implanted due to neuropathic pain. The pain had improved after surgery. The patient recently felt pain was worse and poor effect. The physician checked the system and found resistance was large. The physician turned the voltage to 9v but no improvement. The physician could not determine the reason and suspected an access issue. The physician had recontacted the leads, but still no stimulation feeling. Resistance was abnormal. It was noted that there was no fade are or epidural fat. It was then determined that it was an access issue of the leads. A replacement surgery was performed on (B)(6) 2015. The patient felt stimulation intra-operative and there was also an impedance issue. No lead fractures, breaks or bents were noted. It was also noted that there was a package abnormality before opened and the device was inspected before use. Post-operative there was not a 50% or greater symptom reduction. The lead replacement surgery was successful, and leas test was also performed on the same day of surgery. The patient was good now. If additional information is received, a follow up report will be sent.